Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
The patient was admitted to the hospital with stroke, dizziness, and palpitation. The electrocardiogram showed no pacing spikes. A temporary pacing wire was inserted and the device was interrogated resulting in a normal pacing check. Cause for the event was unable to be established and justified an invasive investigation. The pocket was reopened to confirm no abnormalities or connection issues. The physician decided to insert a new device to rule out all possible causes. The device was explanted and replaced. No further patient complications have been reported as a result of this event.